Manufacturer narrative:
Insulin pump unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Device had scratched display window, cracked battery tube threads and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's nurse reported via phone call that the device was stuck in the prime/rewind loop. Customer's blood glucose was 500 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.